Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30050609m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: 1. Non-biosense webster product: transseptal puncture heartspan 86 degrees transseptal needle. 2. Non-biosense webster product: st. Jude medical sl0 8.5 fr sheath 3. Biosense webster product: carto® 3. U.s. Catalog#: unknown, serial number: unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echocardiograph (ice). Pericardiocentesis was performed to remove 700 cc of fluid from the pericardium. The patient was reported to be in stable condition at the end of the case. Extended hospitalization was required as a result of the adverse event. The adverse event was considered life-threatening. Patient¿s outcome is fully recovered with no residual effects. There were no factors cited that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no error messages observed on any biosense webster inc. Equipment during the procedure. Transseptal puncture was performed with a heartspan 86 degrees transseptal needle and a st. Jude medical sl0 8.5 fr sheath. Generator parameters included power control mode with a temperature cut-off at 47 degrees celsius. The parameters at the time of the injury included power at 50 watts, temperature at 46 degrees celsius and impedance at 120 ohms. The power did not titrate during the ablation. The overall time for ablation at the site of injury was of 26 seconds. The last ablation cycle at the site of injury is unknown. The catheter irrigation was set at 30 ml/min. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) of 300 seconds.

Manufacturer narrative:
Investigation summary: it was reported that a 70-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter. During the ablation phase, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echocardiograph (ice). Pericardiocentesis was performed to remove 700cc of fluid from the pericardium. The patient was reported to be in stable condition at the end of the case. Extended hospitalization was required as a result of the adverse event. The adverse event was considered life-threatening. Patient¿s outcome is fully recovered with no residual effects. There were no factors cited that might have contributed to the adverse event. The device was visually inspected and it was found in good conditions. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation test was performed and the catheter failed, further investigation revealed that foreign material was observed occluding the irrigation tube. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that foreign material is composed by metilsiloxane based material. Silicones are widely used on medical devises applications as coatings, membranes, pressure, sensitive adhesives, cardiovascular devises, medical fluids, among others; however, the source or origin remains unknown. For this condition, the manufacture team performed an investigation in order to find the root cause, the investigation results showed that this issue is not related to the manufacture process since this material is not use in the manufacturing line. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the adverse event remains unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no error messages observed on any biosense webster, inc. Equipment during the procedure. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the occlusion observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the use of the device during the procedure. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 9/27/2018. Therefore, populated device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).